Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose every day for a week. Their blood glucose level would range between 300 mg/dl to 400 mg/dl. Their current blood glucose level was 440 mg/dl. They had been treating their high blood glucose with the insulin pump and manual injections. Troubleshooting was performed. They ran a manual prime/fill tubing process and insulin exited. The device will not be returned for analysis.